Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (failed incoming pulse test) has been confirmed. Upon investigation the electrode belt failed a pulse test. The te connection boards were loose. Once the boards were reseated the belt passed testing. The root cause for the loose hardware could not be positively identified. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that an electrode belt failed incoming pulse testing.